Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and unexpected restart error test. Device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to confirm motor error alarm due to prime alarm. Unable to perform occlusion test, prime test, excessive no delivery test due to prime alarm. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.